Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device is expected to be returned; thus additional information will be submitted within 30 days of receipt.

Event description:
After testing for green light, the micrusphere 18 platinum microcoil ((B)(4)) was placed into the aneurysm sac. Coil was connected to the cable and the green light wouldn't come on. Coil was then removed. However, upon reaching the level of the mc hub (echelon 10), the coil detached unintentionally and entire coil separated from the pusher assembly. The coil was pulled from the hub through fingers. There was no stretching/break or any other damages noted on the coil delivery system. It was reported that there were 3 coils placed prior to this one. The location of the lesion and vessel characteristics is unknown. There was no resistance/friction during advancement/withdrawal of the coil system. The same mc was used successfully with subsequent coils. There was no flow restriction/reduction as a result of this event. There was no adverse outcome as a result. Enpower dcb and standard cable were used. A predeployment test was performed. There was no case of low battery. No fault light seen during the case. Since green light and detachment light never turned on, no attempt to detach/press power button was attempted. All connections appear to fit properly. It was reported that the connecting cable was exchanged immediately; however same dcb was used with subsequent coils. Pt is fine and the procedure wasn't complicated further. The target lesion was an ophthalmic aneurysm and the vessel tortuosity was low.

Manufacturer narrative:
Complaint conclusion: the target lesion was an ophthalmic aneurysm and the vessel tortuosity was low. Following the predeployment electrical check, the micrusphere 18 platinum microcoil (sph18080020/ f65559) was placed into the aneurysm sac. The coil was connected to the cable and the 'go' light did not illuminate. The coil was then removed. However, upon reaching the hub of the echelon 10 microcatheter, the coil detached unintentionally, and the entire coil separated from the pusher assembly. The coil was manually pulled from the hub. There was no stretching/break or any other damage noted on the coil delivery system. There was no resistance/friction noted during advancement/withdrawal of the coil system. It was reported that there were 3 coils placed prior to the complaint coil. The same microcatheter was used successfully with subsequent coils. Enpower detachment control box (dcb) and standard connecting cable were used. All connections appear to fit properly. It was reported that the connecting cable was exchanged immediately; however, the same dcb (lot unknown) was used with subsequent coils. There was no indication of low battery, and no fault light seen during the case. Since the green 'go' light and detachment light never illuminated, no attempt to detach the coil was made. There was no flow restriction/reduction as a result of this event, and no adverse outcome/complication was reported as a result. The coil was returned separated from the device positioning unit (dpu) via the detachment fiber by mechanical detachment, as the detachment fiber did not receive heat and melt. The coil's socket ring was severed from its solder point. The fracture is ductile in nature requiring external force. No material defects were observed at both of the fracture sites. The proximal end of the coil has been stretched. At the midway point, the coil was found to be kinked. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the microcoil system passing the pre-deployment electrical check and its failure to detach inside the aneurysm was due to a fracture of the resistive heating coil's solder joint connection. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically inspected before final packaging. In addition, without the return of the complete detachment system used during the procedure, it cannot be determined if these components contributed to the complaint event. There are two contributing factors to the coil's subsequent unintentional detachment in the hub and the rotating hemostatic valve (rhv). The analysis found that the distal tip of the dpu was returned advanced 120.0 centimeters past the distal tip of the green introducer. The evidence strongly suggests that the primary contributing factor of the unintended detachment occurred when the green introducer was removed from the microcatheter hub and past the proximal end of the rhv. When the unprotected coil was withdrawn through the hub, the coil became anchored, causing the unintended mechanical detachment and the coil becoming stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: pulling the exposed microcoil through the rhv grommet may damage the coil.' The secondary contributing factor to the unintended mechanical detachment of the coil may have been due to the selection of a non-compatible 10 series microcatheter that was used with an 18 series microcoil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The inner lumen of the echelon 10 microcatheter is 0.0165.' Without the return of the echelon 10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on this analysis, no corrective action is warranted at this time.

Manufacturer narrative:
Revised due to correction in the product analysis: the target lesion was an ophthalmic aneurysm and the vessel tortuosity was low. Following the predeployment electrical check, the micrusphere 18 platinum microcoil (sph18080020/ f65559) was placed into the aneurysm sac. The coil was connected to the cable and the ¿go¿ light did not illuminate. The coil was then removed. However, upon reaching the hub of the echelon 10 microcatheter, the coil detached unintentionally, and the entire coil separated from the pusher assembly. The coil was manually pulled from the hub. There was no stretching/break or any other damage noted on the coil delivery system. There was no resistance/friction noted during advancement/withdrawal of the coil system. It was reported that there were 3 coils placed prior to the complaint coil. The same microcatheter was used successfully with subsequent coils. Enpower detachment control box (dcb) and standard connecting cable were used. All connections appear to fit properly. It was reported that the connecting cable was exchanged immediately; however, the same dcb (lot unknown) was used with subsequent coils. There was no indication of low battery, and no fault light seen during the case. Since the green ¿go¿ light and detachment light never illuminated, no attempt to detach the coil was made. There was no flow restriction/reduction as a result of this event, and no adverse outcome/complication was reported as a result. The coil was returned separated from the device positioning unit (dpu) via the detachment fiber by mechanical detachment, as the detachment fiber did not receive heat and melt. The coil¿s socket ring was severed from its solder point. The fracture is ductile in nature requiring external force. No material defects were observed at both of the fracture sites. The proximal end of the coil has been stretched. At the midway point, the coil was found to be kinked. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the microcoil system passing the pre-deployment electrical check and its failure to detach inside the aneurysm was due to a fracture of the resistive heating coil¿s solder joint connection. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically inspected before final packaging. In addition, without the return of the complete detachment system used during the procedure, it cannot be determined if these components contributed to the complaint event. There are two contributing factors to the coil¿s subsequent unintentional detachment in the hub and the rotating hemostatic valve (rhv). The analysis found that the distal tip of the dpu was returned advanced 120.0 centimeters past the distal tip of the green introducer. The evidence strongly suggests that the primary contributing factor of the unintended detachment occurred when the green introducer was removed from the microcatheter hub and past the proximal end of the rhv. When the unprotected coil was withdrawn through the hub, the coil became anchored, causing the unintended mechanical detachment and the coil becoming stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, and the labeling appears to adequately address any usage issues that may have been involved in the event. Therefore, based on the foregoing analysis, no corrective action is warranted at this time. Please note that correction in the analysis summary does not change any codes/determination/reportability in this file.